Event description:
A consumer reported that the philips one power toothbrush caught fire while charging. No property damage or injuries were reported.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.